Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced that the tubing detached from the adhesive, therefore patient was waiting for the tubing to completely detach and want to replace it. The infusion set was in use for 12 hours. No further information available.